Event description:
Device malfunction: stent jumped. Symptoms/ae: placement of a second stent. Time of malfunction and ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure in a tight, heavily calcified lesion, the first stent jumped into an aneurysmal section of the internal carotid artery, leaving a portion of the proximal lesion uncovered. A second xact stent was successfully deployed, fully covering the lesion. There was no adverse patient sequela reported. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. Inaccurate delivery can be affected by numerous factors including, but not limited to, the vessel diameter could have been larger than the stent, the stent did not oppose the vessel wall when the stent was fully deployed or inadvertent movement of the handle during deployment or during positioning of the stent prior to deployment of the stent. A possible root cause could be due to circumstances during the procedure. The patient had a tight and heavily calcified lesion which could have been contributed to the event. As part of the manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history did not reveal any non-conformities which could have contributed to this event.